Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by the patient not doing well. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin injection 1 gram every fourth day intraperitoneally for fourteen days in night bag and magnova injection 1 gram in the first bag and then 500 milligrams in each bag intraperitoneally (specific frequency of bags and duration not reported) for the peritonitis event. On an unreported date; the peritoneal dialysis catheter was removed, dianeal therapy was discontinued, and the patient was switched to hemodialysis therapy. Hospitalization was ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient¿s peritoneal effluent was still not clear and at the time of this report, the patient was not recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.